Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a vibratory alert for oversensing was observed on the ventricular lead. The patient was brought in for a follow up in clinic and it was noted that the high voltage right ventricular lead had dislodged. The lead was explanted (B)(6) 2019 and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.